Event description:
It was reported that the bd 13 mm ss vial access device had flow issues - fluid blockage. The following information was provided by the initial reporter: material: 2203e, batch: unknown. This is the record opened for "many other people" no sample/specific details for this record! Description: caller called on behalf of her daughter to report being unable to push the water from a prefilled sterile water syringe in the winrevair vial that is documented in pqc case#: (B)(4). During the call, caller stated that she "heard that this has been an ongoing issue with many other people too" (documented in this pqc case: (B)(4) for the multiple patients). No patient demographics were known by reporter. Precautionary ae is filed in this case since patients are involved. No additional information is known by reporter and unable to obtained. No additional ae/no additional pqc. Date pqc observed: unknown by reporter.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. E.1. Address was not located and (B)(6) was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of flow issues - fluid blockage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 2203e because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.